Event description:
It was reported that the customer experienced high blood glucose of 500mg/dl. The wife stated that the device alarmed and the case around the drive support cap is cracked. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Unable to prime the insulin pump during the prime test due to cracked case and end cap. No alarms noted. The insulin pump received with missing end cap sticker. The insulin pump received with foreign debris under display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.